Manufacturer narrative:
Product analysis the device returned with a kink to the green section of the green delivery catheter. The filter basket was loaded in the clear section of the green delivery catheter. A detachment was evident to the proximal area of the clear section of the green delivery catheter. Stretching was evident to the distal section of the green delivery catheter. No deformation was evident to the distal section of the green delivery catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to use a spider fx for treatment of a 25mm calcified lesion in the proximal region of the common carotid artery.  The artery was 5mm in diameter with moderate calcification and tortuosity. A 6fr sheath and non medtronic guidewire were used. The IFU was followed. The vessel was pre dilated. It was reported during carotid artery stent implantation, followed the normal operations, checked and flushed the protective spider, and then guided the guidewire through the lesion to reach the straight section. Then withdrew the guidewire. When delivering the spider, it was found that the spider could not be deployed normally from the sheath. After several attempts, it still could not be deployed, so the protective spider was replaced to complete the surgery. After the surgery, the surgeon tried to deploy the spider several times outside the body, but it could not be deployed. After removing the protective sheath, it was found that the push rod of the protective spider was bent. When the device was returned for evaluation, it was noted that the catheter of the device was detached.